Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump issued a low insulin alert while the user¿s blood glucose was about 160 mg/dl, and the user also reported multiple low glucose events during the first week of pump use with apparent overcorrection. Symptoms included low glucose events. Outcomes included user self-treatment with oral carbohydrates such as juice and chocolate, without hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed an unclear cause for the hypoglycemic events and the alert condition regarding low insulin volume. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.